Event description:
Discordant results for total prostatic specific antigen (tpsa), ca15-3 and ca19-9 were obtained on an advia centaur cp instrument. Results were reported to the physicians. Meanwhile the customer identified leakage from the rinsing block to the cuvettes and stopped using the instrument. After the instrument was fixed the same samples were rerun and corrected results were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant results was malfunction of pump 5 that caused leakage over the cuvettes that were contaminated. The fse replaced the pump 5 and the rinsing blocks. The instrument is performing within specifications. Further evaluation of the device is not required.